Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters, two critical ram parity errors ((B)(6) 2010).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters, two critical ram parity errors ((B)(6)2010).

Event description:
It was reported that device had power-on-reset twice after undergoing radiation treatment. The device remains in use. No patient complications have been reported as a result of this event.